Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site. Multiple sample probe aspiration alarms were noted on the alarm trace. The fse replaced the sample probe, electrodes, reagents, pinch tubes and the vacuum sipper nozzle. An adjustment was performed on the sample probe and the electrodes and tubing was conditioned. Calibration and qc were acceptable. A comparison was performed with 5 patient samples between the two ise modules and the results were within the expected ranges. The customer had no further issues after the service visit. The cause of the event could not be determined.

Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium (na) on a cobas 8000 ise module. The customer provided an example of discrepant results for 1 patient sample: the initial result was 151 mmol/l. The repeat result from a different ise module was 141 mmol/l. The repeat result was believed to be correct. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.